Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3888-33 lot# v513037 serial# implanted: 2011-(B)(6) explanted: product typ lead product ID 3888-33 lot# v549686 serial# implanted: 2011-(B)(6) explanted: product typ lead product ID 3888-33 lot# v710840 serial# implanted: 2011-(B)(6) explanted: product typ lead product ID 3888-33 lot# v710840 serial# implanted: 2011-(B)(6) explanted: product typ lead product ID 37743 lot# serial# (B)(4) implanted: explanted: product typ programmer, patient product ID 3708220 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product typ extension product ID 3708220 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product typ extension. (B)(4).

Event description:
It was reported that the patient's device was explanted due to burning sensation and pain. Additional information was requested.

Event description:
Additional information. The device was not working for approximately 6 months before it was replaced.

Event description:
Correction: it was originally reported that the patient's device was explanted due to burning sensation and pain. Additional review has indicated that the patient was feeling a burning sensation in her hips and back. It was also noted that the patient's device 'went dead' after implant but the patient could not recall when this happened. It was further noted that the device was left in the patient for 'a few months' until the patient's health care provider (hcp) agreed to replace it. The patient never had any x-rays or test done on the reported device.